Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Infection, fistula and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no specific device issue has been reported and no medical records have been provided. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010302, lot number 43lqd402 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair fistula, adhesiolysis and excision of infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the allege defective ventralex hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Infection, fistula and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no specific device issue has been reported and no medical records have been provided. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 11 months post implant of ventralex mesh patient was diagnosed with fistula, bacterial infection, adhesions purulent discharge, erythema, abscess and mesh protrusion thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other tex: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number 43lqd402 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair fistula, adhesiolysis and excision of infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the allege defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of ventralex mesh. Per operative notes, ¿the hernia defect was identified, and the sac was ligated. A dual layer mesh (ventralex mesh) was placed on the defect and secured.¿ (B)(6) 2014 - patient was diagnosed with abscess and infected mesh thereby underwent removal of infected mesh with drain placement. (Note, no op notes were provided). (B)(6) 2015 and (B)(6) 2015 - patient visited hospital for swollen erythema emanating from the middle part of incision. (B)(6) 2015 - patient visited hospital for ¿piece of plastic sticking out¿ draining abdominal wound with pain and purulent material from the wound. (B)(6) 2015 - patient underwent pre-surgical colonoscopy clearance for colonic fistula. (B)(6) 2015 -patient was diagnosed with enterocutaneous fistula thereby underwent transverse colectomy, removal of protruded mesh and implant of biologic mesh. Per operative notes, ¿the colocutaneous fistula site in the upper abdomen was noted and dissected circumferentially down to the fascia along the mesh. The colon was resected and extensive adhesiolysis was performed. A small serosal tear was noted and covered with omental patch. A large piece of biologic mesh was trimmed to fit as underlay near the xiphoid and sutured.¿ attorney alleges that the patient had abscess, adhesions, pain, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, hernia recurrence, excision of mesh and emotional injuries.